Event description:
It was reported that customer was unsure whether air removal step had been completed when loading new cartridge, so cartridge was discarded and concern was raised about possible user error. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge, carefully completed air removal step, and resumed insulin, while technical support confirmed system was working properly, provided education, and arranged goodwill replacement for discarded cartridge, with no further assistance required.